Event description:
The customer contact reported that during testing at the user facility the device touchscreen mode button does not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen mode button was found to not respond when attempting to access the biomedical mode. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.